Event description:
Pump declared a cartridge change error. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received instructions to inspect and clean the pump, successfully completed the load process, and resumed insulin use. They were advised to monitor system performance and are to receive cartridge replacements.